Event description:
Customer reported that he was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 600's mg/dl and dka. Customer reported that last week the battery icon appeared full, and then a few hours later went down to a blank display. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.